Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece(s) of the needle fall into the patient¿s tissue? If so: was the needle piece(s) retrieved? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient? What is the lot number? This medwatch report is in response to receipt of maude event report mw5077531.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2018 and suture was used. During the procedure while suturing inside the vaginal canal, the surgeon encountered something hard (remains unclear whether periosteum or a retractor). The needle broke when it was felt where typically the needle would bend. The surgeon kept the remainder of needle and suture material. There were no patient consequences reported. Additional information has been requested.